Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as it had reached end of life (eol) status, with the patient not keeping with their follow up for this device. A request was made to have data from this device analyzed and it was determined due to the battery status of the device therapy could no be guaranteed, with device replacement to be carried as soon as possible was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported.

Manufacturer narrative:
Amendment corrected fields: h4 device manufacture date.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as it had reached end of life (eol) status, with the patient not keeping with their follow up for this device. A request was made to have data from this device analyzed and it was determined due to the battery status of the device therapy could no be guaranteed, with device replacement to be carried as soon as possible was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported. The device has been explanted and replaced. No adverse patient effects were reported. This product has not been returned for analysis.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as it had reached end of life (eol) status, with the patient not keeping with their follow up for this device. A request was made to have data from this device analyzed and it was determined due to the battery status of the device therapy could no be guaranteed, with device replacement to be carried as soon as possible was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as it had reached end of life (eol) status, with the patient not keeping with their follow up for this device. A request was made to have data from this device analyzed and it was determined due to the battery status of the device therapy could no be guaranteed, with device replacement to be carried as soon as possible was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported.